Manufacturer narrative:
The root cause is eye anatomy of the patient´s eye. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. (B)(4).

Event description:
A surgeon reported, a loss of pupil tracking during refractive treatment. The patient is reported to have a oval shaped pupil. The surgery was completed without harm to the patient.